Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5554-45 lead, implanted 2002-(B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain, shortness of breath, and heart rate in the 40s. A transmission showed the patient was pacing below the programmed lower rate of the implantable pulse generator (ipg). Also, the right ventricular (rv) lead with measured high threshold and high impedance. The device and lead remain in use. No further patient complications have been reported as a result of this event.